Manufacturer narrative:
(B)(4). Returned for evaluation was a 40cc 8.0fr iab fos assembly. The fos was not recessed. The bladder was unwrapped. The one-way valve was tethered to the short driveline tubing. No blood was noted within the short driveline tubing or bladder. Blood was on the outside of the bladder. The bladder thickness was measured at 6 points and measured within specification. The iab was submerged in water and leak tested. The iab passed. No holes or leaks were detected in the bladder membrane, catheter body, or bifurcate. A lab inventory 0.025in guidewire was front loaded through the luer end of the iab. No resistance was encountered. The guidewire was able to advance. The guidewire was back loaded through the iab distal tip. No resistance was encountered. The guidewire was able to advance. Blood exited with the guidewire. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. Other remarks: conclusion: the reported complaint of pump alarms and potential blood within the helium tubing is not confirmed. The iab passed functional testing. The cause of the original complaint is undetermined.

Event description:
It was reported that the pt was admitted to the cath. Lab in a acute pulmonary edema and cardiogenic shock. A second angiogram was performed to assess for subsequent changes, the pt was intubated and an intra-aortic balloon catheter inserted as indicated by refractory hypotension. A 40cc catheter was inserted into the left femoral artery via a sheath. The clinician reported it was an uncomplicated insertion with no difficulties in obtaining vessel access, or feeding the catheter up to the aortic arch. They reported the balloon inflated two/three times after start up and then observed a helium loss alarm. The customer reports that after they restarted therapy a further two high pressure alarms were observed. The pump was stopped. The md stated that she saw blood in the gas driveline tubing, but wasn't sure if it was on the inside, or outside the tubing. The catheter was removed. The gas driveline tubing wasn't retained. They reported that no blood was seen near the balloon connection interface on the pump. A second catheter (30cc) was inserted via an over-the-wire exchange without complication. They report no alarms or issues with start-up. No aortic calcification was noted on angiogram. There was no reported pt death, complications. There was a delay in iabp therapy and noted as the time required to retrieve, prep and insert the second iab. The pt was reportedly stable throughout the catheter exchange. The pt survived. According to more info received on (B)(4) 2015 there was no report of the fos not working. The staff did not have another 40cc iab in stock and as a result they used a 30cc.

Manufacturer narrative:
(B)(4).